Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's right ventricular (rv) and right atrial (ra) leads exhibited noise oversensing. No intervention was performed. The patient was in stable condition.